Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The pca I/o hub was replaced. The navigation system passed the system checkout and was found to be fully functional. The pca input/output hub was returned to the manufacturer for analysis. Investigation was unable to duplicate reported issue. Performed I/o hub test on an I/o hub test fixture and the I/o hub passed all applicable tests. Fully functional with no fault found.

Event description:
A nurse from the site reported that, while setting up for a functional endoscopic sinus surgery (fess), with the patient present, the emitter for the navigation system was disconnected. The system is showing a red x on emitter status. They had already rebooted two times with no change in status. After the 4th reboot, the navigation system functioned normally and the site opted to continue with the procedure with the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.